Event description:
Spontaneous call. Spoke with patient's spouse for monthly IV treprostinil, opsumit, and tadalafil consult. Spouse reported no issues with IV line. At the site, the skin blistered possibly due to the dressing. Nurse changed out the dressing to opsite IV and now everything is fine. Patient is now using opsite IV (doesn¿t cause irritation). Per spouse, medication is not working yet. Patient felt worse no response in improvement yet (started (B)(6) 2022). Pressures are not coming down. Md office/nurse are aware. Patient has an appointment scheduled for (B)(6) 2022. No other information is known. Started date (B)(6) 2022; diagnosis or reason for use: pah. Reported to cvs/caremark by: patient/caregiver.